Event description:
Two implants were inserted in the pt in 2005. The pt fell and landed on the knee where the implants were located. Pain and intermittent clicking were a result. The surgeon did a second surgery suspecting a meniscal tear and a possible loosening of the implants. During the second surgery, the implants were reported to be concave and soft in nature. Both areas were cored out and two new implants were put in place.

Manufacturer narrative:
As part of our risk management process a retrospective review of trufit plug complaints (2004 to 2007) which was prior to smith-nephew integration has been conducted. As a result this complaint has been determined to be reportable.